Event description:
The customer reported to olympus that while cleaning the gastrointestinal videoscope with the endoscope reprocessor, the endoscope reprocessor started making strange noises. After a while, it was noticed that the cleaning tube near the connector on the washer side was cut. Therefore, the endoscope may have been insufficiently cleaned. It was unclear when the irrigation tube broke, so there was a possibility that multiple endoscopes had been insufficiently cleaned. The issue was found during reprocessing. There were no reports of patient harm or impact associated with this event. This report is related to the following linked patient identifiers:(B)(6).

Manufacturer narrative:
E - initial reporter: (B)(6) hospital. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer-provided information. When the issue was reported, olympus requested additional information from the customer on their reprocessing practices. The customer reported these devices are pre-cleaned after procedures with no delay: devices are wiped, suctioned and air/water channel is cleaned using a cleaning adaptor. The customer reported that manual cleaning is performed with olympus endofresh s solution and boston scientific hedgehog brushes. Finally, the devices are disinfected using an olympus oer-5 with acecide 6% disinfectant solution. The customer could not confirm the cleaning tubes are checked as part of the inspection. However, the customer reported the tube had cracked near the base of the connector and torn with only a single strand of the tube connecting with the endoscope, stating the damage would be obvious during connection with the scope prior to reprocessing. The lot number information was not provided in this case; no device history record review could be performed. The device instructions for use document was reviewed. The review showed information relevant to preventing the reported issue under the section preparation and inspection: "over time, the connecting tube will deteriorate because it is subject to wear with each use. If any of the following are found with the connecting tube, do not use it and replace it with a new one. Connecting a defective tube could prevent the effectiveness of the cleaning and high-level disinfection process." The investigation determined the reported issue possibly occurred due to stress applied during connection with scope and contact with a sharp object. However, no device sample was provided for analysis and no device photographs were available. The root cause could not be specified. Olympus will continue to monitor field performance for this device.